Event description:
It was reported that 3 patients developed an infection after the use of the bronchovideoscope. There were 3 different organisms identified and growth in the lungs of three patient. It was reported some of the specimen tested were fungi and one was influenza. The scope was visually inspected and found to have white residue like substance.